Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation and the implantable neurostimulator (ins) was nearing end of life. He had his doctor check the ins a couple of weeks prior to (B)(6) 2016 and it was "losing power." He thought it would last longer. The patient was having a replacement next week. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.